Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise. Technical services (ts) discussed potential troubleshooting and programming options. Subsequent information was received that surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead was discarded after explant and is not expected to be returned.